Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height matrix drawer was failing semi consistently. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height matrix drawer was failing semi consistently. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer had failed repeatedly. The field service engineer (fse) tested the drawers using the application and diagnostics, and discovered that a medication package was stuck behind the drawer¿s back panel, preventing it from opening. The fse removed the obstruction, after which the customer tested the drawer multiple times. All tests were successful, and the customer confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.